Event description:
Bil breast aug with mcghon saline implants approx 12 yrs ago. Now has bil capsulor contractives. In 2007, pt underwent bil capsulectomy and implant removal - both implants were removed intact - no leaking or rupture. Patient augmented with mentor gel implants 375 cc right & 400 cc left.